Event description:
The hcp reported that at first refill, the aspirate was noted to be turbid and analysis came back as "specimen contaminated with oil". The drug in the pump was fentanyl; analysis reveals the concentration is appropriate. The patient is reporting very poor pain relief, experiencing severe left leg pain and requires "as much oral opioid as before pump implant. At the next refill, no volume discrepancies were noted. Another sample was aspirated from the pump and was noted to be crystal clear and no oil was present. The analysis reveals the sample to be "likely synthetic". It is uncertain where the contaminate is originating from. The hcp is considering that the source might be the collection syringe or possibly aspirated fat. Catheter placement was check and appears to be in an "adequate" position. The hcp was considering a contrast study, but the patient is highly allergic and he was uncertain if this would even be possible. Final patient outcome was not reported.